Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 20 / 2.5 maverick2 monorail ptca catheter was advanced to an unk lesion. The balloon ruptured "immediately after starting to inflate". The physician thought he saw a pinhole on the balloon shoulder. The procedure was completed with another of the same device. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
Pt: 18 years or older. (B)(4).